Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The patient was treated with injections of vancogen, (1gm, intraperitoneally (ip), frequency not provided) and pipracin (dose and frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as the patient making a mistake and the attendant doing continuous ambulatory pd therapy without proper training from a baxter clinical coordinator. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.